Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Patient code: no patient involvement (B)(4); device code: device operates differently than expected (B)(4). The product has not been returned for analysis.

Event description:
It was reported that that the device was intermittent. There was no patient involvement.

Manufacturer narrative:
The devices were received for analysis on july 6, 2015. Testing of the devices was completed on aug. 20, 2015. Analysis of the nim response mainframe found that the cf card was corrupt and required a software upgrade. The touchscreen required calibration. Otherwise, the mainframe was in good cosmetic condition. Analysis of the patient interface found that stim 1 was loose, which could have potentially cause the reported intermittent condition. Otherwise, the only other finding was that the mounting hardware was worn. Both items were repaired or upgraded and returned to the customer. Method: actual device evaluated; software evaluation; simulated use testing; visual inspection. Results: software problem; failure to calibrate. Conclusion: device repaired and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.